Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that the ambicor penile prosthesis (app) was not deflating. A surgical procedure was performed to replace the system. There were no further patient complications.